Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they previously experienced high blood glucose over 400 mg/dl. The blood glucose was 335 mg/dl at the time of incident. The customer's current blood glucose was 265 mg/dl and 285 mg/dl. The customer experienced the symptoms such as tired. The customer was treated with insulin pump and manual shot. Troubleshooting was done for high blood glucose and under delivery. The product will not be returned for analysis.